Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular oversensing caused by post-paced t-wave oversensing. No interventions or patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.